Event description:
This customer reported that during a code situation, they were unable to acquire a leads ECG waveform for the pt with this defibrillator, (B) (4), and with two other defibrillators, which are reported separately in MFR report # 1218950-2010-00391 ((B) (4)) and in MFR report # 1218950-2010-00393((B) (4)). The involved pt died, but the customer stated that they did not want to deliver energy to the pt. There has been no allegation that the device was a factor in the pt outcome. Note that the acquisition of leads ECG does not impact the delivery of therapy.

Manufacturer narrative:
A f/u report will be submitted after philips obtains more info about this event. Note: since three defibrillators are involved in this one event involving one death, the death is reported in MFR report # 1218950-2010-00391 ((B) (4)). For this report, and for MFR report # 1218950-2010-00393 ((B) (4)), we have classified the event as a product problem/malfunction, so it would not appear that 3 separate deaths had occurred.